Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose (bg) level was over 600 mg/dl, cause was unknown. The customer administered manual injections to address bg level.